Event description:
It was reported that there was t-wave oversensing (twos) exhibited with the right ventricular (rv) lead, and the patient's heart rate was below the device's programmed lower rate. The rv lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.